Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. The reported leaflet grasping-clip not implanted issue appears to be due to challenging patient anatomy/morphology; additionally, a definitive cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with mr grade of 4+. The clip delivery system (cds) was advanced to mitral valve, grasping was difficult due to the anatomy. During the third or fourth grasp, it was noted that the gripper line broke; therefore, the clip was not implanted. The cds was retracted successfully. No portion of the gripper line remains in the patient. One clip was implanted reducing mr to 1+. There was no adverse patient effect or a clinically significant delay in the procedure. The patient remained stable. No additional information was provided.